Event description:
Caller states that the patient tested 1.2 inr on the coaguchek test system and 1.7 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Requested return of suspect test system and replacement was sent. Coaguchek test system: meter, strip lot 419a-h6, exp 3/31/2008, cat/3116247.

Manufacturer narrative:
Suspect device: coaguchek test strip.